Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower system, tower door 3 double click latch. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower system, tower door 3 double click latch. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door number three on the tower could not be recovered and was intermittently recovered. A field service engineer performed corrective actions upon arriving on site and tested its functionality using the hardware test application. The customer then logged into the user application and tested the drawer multiple times and the drawer operated as expected. The system functioned as intended after the field service engineer repaired the device.